Event description:
(B)(4), medacta international was informed that the same pt underwent another revision surgery before the one already reported. It was discovered that, after the primary surgery, the pt got out of bed before he was supposed to and he was reoperated due to a dislocation of the cup. Acetabular cup, pe liner and femoral had have been revised, while the stem has been kept in place. The first revision has not been reported to medacta when it occurred.

Manufacturer narrative:
Document review: versafitcup dm cementless acetabular cup 60: code 01.26.60mb / lot 113445 (18 cups produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. The 7 items belonging to this lot have been already implanted and no similar incidents have been reported up to now. On the basis of the data collected, the dislocation is highly likely not device related.